Event description:
It was reported that the patient received inappropriate therapy as a result of incorrect detection by the implantable cardioverter defibrillator (ICD) device. The device interpreted ventricular tachycardia (vt) even when there was no true morphology change and no spontaneous onset at the time of the detection. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Event description:
It was additionally reported that the device was explanted.